Event description:
It was reported that a vns patient implanted on (B)(6) 2011 had the generator and lead explanted on (B)(6) 2011 due to an infection at the generator site. The infection first was observed on (B)(6) 2011. Additional information received revealed that the infection was most likely due to wound management during/post surgery. It was unknown if there was any manipulation or trauma and no cultures were taken. The DHR of the generator was reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received on (B)(6), 2012 it was reported that the vns patient underwent re-implant surgery. The explanted generator and lead were returned for product analysis on (B)(6), 2012. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the patient's explanted lead and generator. The generator analysis was completed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The lead body was returned for analysis. It was identified that the small o-ring boot has partial detachment from the pin. The reason for this condition is unknown. Visual analysis of the connector pin show that pitting or electro-etching conditions have occurred on the pin surface. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the end of the returned lead portion. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the coils. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.